Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. There is no key failure because the unit was within specs and they could not duplicate the issue.